Event description:
A customer contacted beckman coulter inc. (Bec) reporting a bloody fluid leak under the needle cartridge of the coulter hmx autoloader analyzer. The customer indicated that the instrument was also generating partial aspiration errors. The customer was wearing lab coat and gloves when the leak was discovered. There was no exposure to open wounds or mucous membranes. No one sought medical attention. There were no erroneous results reported out of the lab, no death or injury associated with this incident and no changes to any patient treatment.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and changed the needle and replaced the pump module for a suspected pinch tube. Root cause is unknown for this event. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).